Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
Red status indicator flashing. There was no patient involved in this event.

Event description:
Red status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 19th february 2015. Upon receipt the device was recording speech chip label mismatch errors, issuing ¿warning, device service required¿ prompts alongside a flashing red status indicator, as per the reported fault. Visual inspection revealed the membrane tail was poorly aligned with the j11 connector, which had resulted in an unstable connection between track 14 (key3_buton) of the membrane tail with its associated pin on j11. As no fault was identified on the j11 connector, and the fault could not be replicated after correctly reinstalling the membrane within the connector, this would confirm the reported failure had been due to the misalignment of the membrane tail. Heartsine records indicate the device had performed to specification throughout sam 500p final system test, h017-014-204, on the 19th february 2015, indicating the membrane tail had made sufficient contact with the j11 pins at this time. Furthermore, information from history log showed the device had performed to specification up to the 22nd december 2019 before failing the subsequent weekly auto self-test on the 29th december 2019. This would indicate the failure had occurred between these dates. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.